Manufacturer narrative:
The subject device was used for treatment and not diagnosis. A review of production records was performed for the associated device. The review showed that there were no issues during the production of the device that would contribute to the condition described by the reporter. Non nonconformities were generated during the production of the subject device. The device was supplied non-sterile to the end user with instruction to be sterilized according to validated procedures. Analysis of the device could not be completed as no product was received. The subject device is not expected to be returned to the manufacturer for evaluation. Requests for records of test results were sent on (B)(6) 2017. As of (B)(6) 2017, no response has been received from complainant regarding the request. If information is obtained after time of initial submission, it will be filed as appropriate. An initial report was shipped via carrier on (B)(6) 2017 and returned to medcad by mail on (B)(6) 2017 with a letter to inform the manufacturer that the paper MDR submission could not be accepted, and instruction to establish an account with the FDA electronic submission gateway and resubmit the MDR electronically. Medcad's esg account was approved for production on (B)(6) 2017. Device not returned to manufacturer.

Event description:
Medcad was notified on (B)(6) 2017 that a patient-specific implant (psi) was removed from a male patient after discovery of an infection. The psi was originally implanted on (B)(6) 2017. The infection was noticed and the implant was removed on (B)(6) 2017. It was reported that tests conducted confirmed that the patient contracted staphylococcus aureus. The patient status as of (B)(6) 2017 was reported to be stable.